Event description:
It was reported that customer experienced continuous glucose monitor error 42 related to g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, error did not recur after reset, and customer successfully started new sensor session.